Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The hawkone was advanced over the spider wire, through a 7fr 45cm sheath. The device was passed beyond the areas to be treated and brought back to the point of intervention. The physician performed one pass, and when he turned the rotator it was not moving the cutter window. After turning the device in both directions and advancing the device, the physician removed the hawkone to evaluate. At this time, a separation of the catheter was noticed. The device separated between the catheter and where the cutter window begins. A new device was opened and the procedure was completed. There was no injury to the patient reported. Evaluation of the returned device on november 24, 2015 found that the distal assembly has separated from the torque shaft, but was not completely detached. The inner drive shaft kept the device together. All components have been accounted for.

Manufacturer narrative:
Evaluation of the returned device on (B)(4) 2015 confirmed the reported event. The hawkone distal assembly was separated from the torque shaft at the collar of the hinge pin assembly. All components of the hawkone device were accounted for.